Event description:
Dr. Did not contact the MFR in this matter. That means dr did not report this event to the MFR.the MFR has been informed by one of the dr's colleagues, from the hosp about what happened. Dr had a serious event with a newborn. He placed a central venous catheter prophylactically, but without rinsing the catheter. A toxic or anaphylactic reaction happened. MFR doesn't know anything more in this matter, nor what happened with the baby.

Event description:
Add'l info received on the details of event: pt; "recidivism" of a diaphragmatocele (pt has been operated the 3rd living day at fio2 less than 0.3). Covering a large defect with a net. Following this is a difficult diuses of the respirator during the following 3 weeks. Introduction into head vein without any problem (pento/mivacurium) (sevofluran/remifentanil) radial catheter right. Positioning of the pt for a puncture of the left v. Subcliava (the side of the diaphramatocele). Catheter without extension. First puncture with immediate success, the guide wire "rolls up". A new catheter is placed on the set. Again a puncture is made, introduction of the guide wire without any problem, dilation, catheter is placed at 7cm, flushed with 2ml nacl 0.9%. Within 15 seconds increase of the respiration pressure up to over 30, decrease of respiration pressure, et-co2 form to "smallest hills". Cyanosis saturation under 40, pulse under 60, detaching the cover drape, no new understanding; adrenaline 25-50 mcg i.v. Quick improvement. After a phase of stabilitaction, caudal anesthesia. Afterwards a longer operation without any problem was performed. Unfortunately from the short phase of the most serious injury no print of the monitor logging was possible. A catheter has been used which erroneously was not flushed before with nacl. The mother of the baby has been informed about this incident of a "possible allergic reaction". Further clarification rec'd on the event: dr in germany did flush the catheter beforehand. Current condition of pt: the baby is well, no remaining damages, no more problems arisen.